Event description:
A customer contacted beckman coulter inc. (Bec) stating that the synchron lx20 analyzer (without cap piecer) was generating "chemistry cartridge (cc) cuvette not dry" errors and discovered that the reagent probe b was leaking upon troubleshooting. The customer indicated that liquid was found on the reagent drip tray. The customer was wearing proper personal equipment (ppe) during the event. No injury or operator exposure was reported for this event. No patient results were affected from this event.

Manufacturer narrative:
Bec customer technical support (cts) instructed the customer to check the reagent syringe which was found to be slightly loose. The customer tightened the syringe. The customer also checked and verified that the reagent probes were properly tightened. The customer ran qc on the chemistry cartridge (cc) side and to repeat samples that were tested prior to the issue. The customer reported that the repeated samples generated no erroneous results and qc met within laboratory specifications. No further issues were observed. No bec field service engineer (fse) was dispatched for this event as the customer resolved the issue through troubleshooting with the assistance with cts. (B)(4).